Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
According to user facility, device was in use with pt when a leak was observed after 6 hours in use. User facility reported emergent tracheostomy tube change performed. No adverse effects to pt reported.